Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a motor error alarm. The blood glucose reading was 252 mg/dl. It was reported that the previous two blood glucose readings were over 500 mg/dl. The insulin pump had not been exposed to a strong magnetic field. They were able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.